Event description:
Illuminated retractor connected to 300w xenon light source. Pt received third degree burn from hot retractor where fiber optic cable connects to retractor.

Manufacturer narrative:
According to the initial reporter, there was no malfunction of equipment. The light source had been on approximately 45 minutes at 100% power. They had finished one side of the pt, and then laid the retractor down on the pt for approximately 10 minutes; light source still on at 100%. During this 10 minute period is when the burn occurred on the pt. The point where the retractor and light cord connect is what was hot and caused the burn. Initial reporter states that all equipment is still in use, but not in the configuration that caused the burn. A different light source and light cord is now used with the lighted retractor. Initial reporter also states that due to usage, the or doesn't want to give up their equipment without suitable replacements. User facility is aware that esi recommends using 150 watt halogen light sources with our products as stated in our labeling, product catalogs, and website. E-mail was sent with a hyperlink to our notification regarding the use of xenon or high wattage light sources.